Event description:
It was reported the patient was hospitalized with weakness in the legs, but it was unknown when the symptom began. It was also reported it was believed an inflammatory mass was diagnosed on the date of this report and ¿there were three drugs in the patient¿s pump, but did not know drug names, concentrations, or doses¿. It was reported the plan was to fill the reservoir with saline, program the pump to minimum rate, and admit the patient to a rehab facility to manage the withdrawal; as the patient was on high intrathecal doses. It was further reported the patient experienced numbness in the legs and there was a suspected inflammatory mass at the catheter tip. Currently, a revision or replacement had not taken place. It was noted the patient¿s pump rate was turned down and the patient was supplementing with medication as needed. The patient was in rehab as the pump was decreased. The drug in the pump was unknown. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Corrected information: the device evaluation conclusion code is no longer applicable.

Event description:
Information was received from a consumer regarding a patient receiving saline via an implantable pump for malignant pain and cancer pain. It was reported that the patient had an inflammatory mass (granuloma). An MRI (magnetic resonance imaging) was done on an unknown date and it was recommended that another pain pump be put in. If additional information is received a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).